Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13994. It was reported that patient was experiencing ineffective therapy of pain relief. As a result, patient underwent surgical intervention wherein the lead was replaced and when connected to the ipg, high impedances were exhibited. The physician thereby decided to replace the ipg as well and reportedly impedances were normal and effective therapy was restored.